Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6). Was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer ball bearing had come out. The field service engineer (fse) found the main half-height (hh) cubie drawer 5.1 with damaged rails. The half height cubie drawer was replaced. The cubie drawers and all cubie pockets were tested using the hardware test application, and all tests passed successfully. As part of preventive maintenance, the fse rebooted the station, cleaned the electronics drawer and surrounding components, removed debris and medications, checked for loose drawers, and reseated the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer contacted support to report a drawer failure. The customer stated that the issue involved drawer 4.2 and that a ball bearing had come out of the drawer. The system displayed the error message "device not detected on bus." A review of rss showed a hardware failure message, and the storage space was explicitly reported as failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.